Event description:
The end user reported that medical attention was sought on (B)(6) 2016 at 7:30 am after receiving a high glucose reading of 541 mg/dl from the prodigy diabetes meter. The end user was sweating and felt hot and went to the ER. Upon arrival to the ER, the end user's blood glucose was 120 mg/dl. No treatment was administered while at the ER and upon discharge the end user's blood glucose had decreased to 70 mg/dl. He was instructed to follow-up with his pcp. No additional information was provided.